Manufacturer narrative:
(B)(4). Complaint indicated a hole in the tyvek package. One package was returned for analysis with no carton. The package was visually inspected and it was confirmed that a rip in the tyvek was present over the knob of the device. The rip in the tyvek is characteristic of damage resulting from snagging of the package on a hard surface (i.e. Tyvek material is puckered up on the back edge of the rip and the rip is triangular in shape). The rip is perpendicular to the direction of the fins on the knob. The rip does not have features that would indicate the damage to the tyvek was a result of the tyvek pressing against the knob of the device and causing a separation of the tyvek fibers. The tyvek does not appear to be split from wear and there are no ¿chatter marks¿ from contact of knob against the tyvek. The characteristics of the damage appear to be caused from handling that is unlikely in the packaging process all product is 100% inspected before release.. Packages are placed inside of sales unit cartons immediately after inspection. The lot history record review shows that this lot was not reworked nor had any additional handling outside the normal packaging process that would have resulted in the damage consistent with this package. It is suspected that the damage is from an external cause during handling of the product outside of the packaging facility. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that before a procedure, it was found that there was a 1mm hole in the package (tyvek). The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.